Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they thought their lead came loose and then went into surgery to have it replaced. Follow-up with the clinic was conducted and from the information obtained it was reported that the patient's lead was removed and replaced due to suspected fracture as the lead was unable to capture. No patient complications have been reported as a result of this event.